Manufacturer narrative:
A medtronic representative went to the site and tested the system. She found that the system does become unresponsive, give an error message, or the software exits when loading most cds. The site does not wish to replace any parts at this time due to financing. Correction: the issue regarding the frazier suction mentioned on the initial MDR report is not related to the reason for this report. Please disregard any information submitted regarding the suction instrument.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(4). 2015 a medtronic representative, following-up at the site, reported the site had added a note at bottom of document: (B)(4) computer is freezing. Have to cntrl/alt/delete to unfreeze and re-start. Also noted that during case, the frazier suction was registered and placement was appropriate, but stopped tracking during case. - return requested for the tracker. No parts have been received by manufacturer for analysis. - no further issues have been reported. Part not received by manufacturer.

Event description:
A site biomed representative reported that their navigation system was becoming unresponsive. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿